Event description:
The string/braid separated and resulted in severe difficulties removing the rest of your product - tampon [complication of device removal]. The string/braid separated - tampon [device breakage]. Case description: consumer reported via e-mail that tampon string separated during removal. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The string/braid separated and resulted in severe difficulties removing the rest of your product - tampon [complication of device removal]. The string/braid separated - tampon [device breakage]. Case description: consumer reported via e-mail that tampon string separated during removal. No injury reported.